Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing and had normal operating currents. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive and a battery out limit was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 258 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.